Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported there was a hardware revision of a trochanteric nail. The helical blade had migrated medially into the acetabulum. The patient was experiencing pain and discomfort. The migration was confirmed via x-ray at the end of (B)(6). The short nail was revised to a long nail and the helical blade was revised to a trochanteric fixation nail screw. The hardware was easily removed and no issues were noted during surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Corrected data: corrected lot from 7245219 to 7345219.